Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Dr reported to our sales rep, that the jig in the omega loan set is faulty and does not stay on the desired degree chosen eg. 135. There was no patient impact and the item is being returned for further investigation.

Manufacturer narrative:
The reported incident that variable angle guide omega non-modular was alleged of issue s-30 (not functional) could be confirmed, but is clearly evident that issue s-15 (wear and tear) could be identified (manufactured in august 2006). Based on investigation, the root cause was attributed to a user related issue. The failure was caused by normal wear and tear over the years. The variable angle guide has been checked of it functionality; here the findings: the mechanism of the plastic lever is not in good working order anymore. The locking tooth could not be positioned into the cog wheel due to the loose locking mechanism as indicated by the red arrow on figure 6. So it is clearly evident that the inner spring is worn out. In general; the instrument shows heavy wear all over due to its extensive use over the years. We can clearly indicate that these damages were caused due to heavy wear and tear during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
Dr reported to our sales rep, that the jig in the omega loan set is faulty and does not stay on the desired degree chosen eg. 135. There was no patient impact and the item is being returned for further investigation.